Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-11434. It was reported that the patient presented remotely. Review of transmission revealed that both the atrial and right ventricular leads exhibited noise episodes, which caused automatic mode switch and were all related to the same day. This was suggested to be external noise. The patient would continue to be monitored. The patient was in stable condition.